Event description:
Ous MDR - after an implant duration of about 25 months an inappropriate shock was reported. Lead fracture was suspected. No adverse patient side effects were reported. The lead was explanted but all information suggests this device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The inspection revealed the presence of noise in the ventricular and far-field channels, confirming the clinical observation. The detection of noise in the ventricular channel led to a shock delivery, as mentioned in the complaint description. The received x-ray images were inspected. The image corresponding to the status of the system a few days after implant revealed a normal slack of the lead. The image showing the status of the system previous to the explantation procedure revealed that the ICD rotated since the date of implant and the lead slack increased notably, which represents a risk of lead fracture. In summary, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data corroborated the clinical observation. The returned lead fragments did not show any indication of a material or manufacturing problem. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.